Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. (B)(4) submitted for adverse event which occurred on (B)(6) 2011. (B)(4) submitted for adverse event which occurred on (B)(6) 2017. (B)(4) submitted for adverse event which occurred on (B)(6) 2019.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2006 and mesh was implanted. It was reported the patient underwent recurrent hernia repair surgery on (B)(6) 2011 during which the surgeon noted ¿adhesions to the mesh, including what appeared to be a bit of the bladder flap. He noted a defect in the middle of the mesh, as if it had torn there.¿ it was reported that the patient underwent removal surgery and recurrent hernia repair surgery on (B)(6) 2017 during which the surgeon noted ¿erosion of the mesh into the bladder as well as adhesions from the mesh to the small bowel.¿ it was reported that the patient underwent ventral hernia repair surgery on (B)(6) 2019. It was reported that the patient experienced severe pain, bladder damage, bulging, adhesions, inflammation, stress and anxiety. No additional information is provided.

Manufacturer narrative:
Date sent to the FDA: 02/19/2021. Additional information: a2, b7, d3, g1.

Manufacturer narrative:
Date sent to the FDA: 3/2/2021. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.